Manufacturer narrative:
We have concluded our investigation process related to your complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
One gastro feed tube with y-port 20fr with an unknown lot number was received for evaluation. After performing a visual inspection and functional test in accordance to the test method for gastrostomy tube inflation system integrity, the reported condition was not confirmed on the received sample; the product complies with the specification according to acceptance criteria of manufacturing process. The samples received for evaluation does not present the reported condition. However, in order to determine a root cause, a gemba walk was done at the manufacturing facility focusing on the manufacturing equipment and process, however the root cause is undetermined. As a formal corrective/preventative action has been initiated to investigate and address the reported condition of a rupture and deflated balloon condition.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the probe displacement was detected by the punctured balloon.